Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing blood glucose levels approximately in the 250 mg/dl range and the a1c has "gone up". To address the bg level, the customer corrected via the pump and had adjusted the basal setting. The customer thought that the high bg level was caused by the pump. Tandem technical support reviewed the pump's t:connect data and did not find a pump issue. There were no significant alerts/alarms or insulin suspensions that would cause the high bg levels. A tandem territory manager reported that the customer was working with a healthcare provider and was reviewing the t:connect data to see if the pump settings needed to be adjusted.